Event description:
The caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer attempted several troubleshooting steps under guidance, but the pump did not respond, displaying a red led light and failing to vibrate as expected. As a result, a replacement pump was sent by technical support, and the customer was instructed on using a backup insulin pump to ensure continuous insulin delivery. The caller was also informed about the training available with the new pump and was advised on returning the malfunctioning device.